Manufacturer narrative:
Product analysis: analysis confirmed the customer comment of a knob broken off, the upper case was broken and the encoder was pushed inside the device. It was additionally noted that the output connector assembly was broken, the red display wire was pinched with the wire insulation exposed, the encoder switch assembly was contaminated and one knob was missing and one knob was contaminated. The electrical and mechanical parts were inspected and all found defective parts were replaced and all other identified issues were resolved. The device was re-calibrated and functionally tested and it passed its final quality assurance tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator's knob was broken off at the front panel. The generator was returned for service. There was no patient involvement. It was further reported that the external pulse generator subsequently tested out of specification during manufacturer's analysis.